Event description:
It was reported that the unit was dropped and the battery compartment was smashed and the alarms do not work. No additional information.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. DHR review was done, no issues related to the original complaint were found.